Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. Two 2.5 x 28 mm xience xpedition stent delivery systems (sds) were advanced, but could not cross the lesion due to the anatomy. A 2.5 x 28 xience v sds was used successfully. The hub of one of the devices was kinked, but it was unclear which one. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis of this part revealed torn material at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft bend/kink was confirmed. The material at the guide wire exit was torn, which likely occurred as a result of inadvertent mishandling during the procedure as resistance was met. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.